Event description:
The user facility reported that during extracorporeal circulation, leakage was confirmed from the oxygenator gas outlet port. We noticed this after the second myocardial protection, so it was approx. 50minutes after the start of extracorporeal circulation. At first it was inferred to be a plasma leak, but because the liquid was red in color, it was also possible to be a blood leak. We considered replacing the oxygenator, but since there were no pressure fluctuations or oxygenation failure in the oxygenator and the procedure itself was almost complete, we decided not to replace it. After the procedure was completed, we realized that the floor under the oxygenator was wet during priming, which may have caused the leak from the beginning of procedure. The procedure outcome was not reported. The patient was not harmed.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A3a: sex: requested, not provided. A4: weight: requested, not provided . A5: ethnicity: requested, not provided. A6: race: requested, not provided . D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510k: k130280. Visual inspection of the actual device upon receipt no anomaly such as damage was found. It was found that blood was adhered to the gas in and out sides. Leak test of the actual device the actual device (after rinsing) was installed into a circuit consisting of tubes, and the colored saline solution was circulated. It was found to be leaked both on the gas in and out sides. After the actual device was disassembled, magnifying inspection was performed the leaked section was confirmed and found that the leak was coming from inside the fiber. The leaked fiber was removed and the leaked section was confirmed. The pinhole was found on the fiber surface. X-ray fluoroscopic inspection (CT) of the pinhole was performed. It was found that the pinhole had been penetrated to the inside. The manufacturing history record and the shipping inspection record of the actual device no anomaly was found. The video of the work process for the involved device was confirmed. No irregular work was found. Past complaint file no other similar report of the product with the involved product code/lot number was found. Cause of occurrence/conclusion based on the investigation result, as a cause of leakage, it was likely that a pinhole occurred in the fiber inside the oxygenator, causing blood to leak from the blood channel to the gas channel through the inside of the fiber. As a cause of the pinhole in the fiber, it was inferred that the pinhole occurred between spinning the fiber and putting the filter on. However, it was not possible to clarify the cause of occurrence. After the assembling process of this product, 100% leak test was performed. Since we visually confirmed whether the product was leaking, it was possible that a leak in the actual device may have been overlooked. Since there had been no similar complaints about the product with the involved product code in the past, and no anomaly was found in the manufacturing records or work videos, it was inferred that this event occurred suddenly. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx05 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).